Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05409, 1627487-2022-05570 and 1627487-2022-05571. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2022 during which the existing leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.